Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 29.25 pg/ml, interpreted as positive. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated twice on an e601 analyzer and the results were 3.72 pg/ml and 4.55 pg/ml, both interpreted as negative. Clarification on whether the result of 4.55 pg/ml was from the same sample was requested but not provided. The sample was repeated on the e411 analyzer again and the result was 4.28 pg/ml, interpreted as negative. The result of 4.28 pg/ml was deemed correct. The reagent lot number is 63481301 and the expiration date is 30-sep-2023.